Manufacturer narrative:
This event was identified from the maude database. It was not possible to follow up with the initial reporter as no contact information was available. The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a medtronic strata valve was replaced because it was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.